Manufacturer narrative:
(B)(4). Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the package was opened the surgeon found that unknown debris was attached to the femoral component. Subsequently, he decided to use the implant. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: corrected: the poly bag and tyvek item was evaluated and the reported event was confirmed. Visual inspection of the returned packaging it was determined that the tyvek lid returned is not part of the material listed on the packaging set-up sheet and the ldpe bag exhibits cloudy appearance all over and two small holes. Device history record was reviewed and no discrepancies were found. The root cause attributed to being abrasion due to transit. This abrasion caused when the polybag rubbed with implant during transit. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.